Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that the oral-b toothbrush heads kept coming loose from the oral-b hand piece, type 3764. No injury was reported.

Manufacturer narrative:
09-may-2022 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft and plastics due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Event description:
Brush heads keep coming loose from the hand piece - oral-b [device connection issue] case narrative: consumer via e-mail stated that the oral-b toothbrush heads kept coming loose from the oral-b hand piece, type 3764. No injury was reported. 08-apr-2022 case update: the suspect product lot was r64320929. No injury was reported. 21-apr-2022 case update: the concomitant product was oral-b power power oral care refills professional white eb18. No injury was reported.